Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump powered off and would not charge despite attempts using a wall outlet and a power strip, with the charger showing a blinking green indicator; a replacement device was provided, and the original device was later returned. Symptoms included no adverse clinical effects and no blood glucose impact. Outcomes included temporary loss of intended pump function and interruption of therapy until the replacement was received. Investigation included technical support troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device power and charging malfunction consistent with battery depletion or charging failure. It was concluded that the event resulted from an electrical or battery fault of the device.